Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 321.133 with lot number(s) 550464c05-98/4967217 is a lot/batch controlled item. The manufacture date of this item is march 16, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Release to warehouse date: march 16, 2005. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item failed calibration testing. The repair technician reported the torque handle was cut and coming apart. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A manufacturing evaluation was completed: the returned torque handle was evaluated by actuating it for 2 sets of 12 actuations for 3 consecutive days for a total of 72 actuations. All 72 torque measurements were within the torque tolerance. This part was manufactured in march 2005. We could not find any failure with this wrench. Records show this wrench has not been returned ever for routine calibration as is recommended. We could find nothing wrong with it and nothing to associate with any manufacturing process problems. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the torque limiting handle is cracked/broken, and device failed calibration. No patient involvement, issue discovered in evaluations department. This is report 1 of 1 for (B)(4).